Event description:
Patient undergoing laparoscopic cholecystectomy in 05. As the surgeon was removing the gallbadder, the hook malfunctioned. It was noticed that approximately 50% of the working tip of the probe was missing. Kub was obtained that revealed the missing tip. Surgeon elected to leave the tip and not open the patient.